Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.2 failed on the machine; however, it does not appear as failed on the pyxis server dashboard. The station displayed the drawer failure without provide an option to recover, described as a ghost fail. The user noted that for tower doors, manual release using pyxis keys allows the system to recognize and recover the failure; however, since this issue involved the main unit drawer, they were unsure how to manually release it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 failed on system. A field service engineer (fse) observed the hardware failed symbol while onsite. When the pharmacy technician attempted to recover the main 3.2 drawer, there was no hardware to recover, indicating a ghost pocket failure. The fse opened the back and manually released the drawer with the red lever, which then failed. The technician was instructed to recover the drawer, at which point the hardware appeared, it was recovered, and the symbol cleared. The fse had the customer inventory the pocket and confirm it opened and accessed cubies without failing. The system functioned as intended after the field service engineer repaired and assisted the customer in resolving the issue.